Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial driven arrhythmia. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.